Manufacturer narrative:
Manufactured february 10, 2016- february 11, 2016. The device was received for sample evaluation with no fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the specification range of 1.80 ¿ 2.20 ml/hr. The unit was found to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event after filling with somatostatin. There was no patient involvement. No additional information is available.